Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes lead was capped and replaced. Patient condition after the event was good.

Event description:
It was reported that during normal follow up, high impedance was observed. The device gave an alert for possible output circuit damage but a capacitor maintenance was performed after the alert was displayed indicating a possible false alert. Suspected loose connection or lead issue and lead revision was recommended. The physician noted the impedance issue had been intermittent since (B)(6) 2009. Lead remains implanted. The patient condition after the event was good.